Manufacturer narrative:
Date of event: the reporter unsure of the exact date of the incident other than it happened sometime in (B)(6). Device was discarded by the end user, unable to follow up.

Event description:
Plak smacker received a complaint saying that when a child was brushing teeth, all of the bristles fell out of the brush and a child choked a little bit. There was not any injury or any other medical treatment required at that time.